Manufacturer narrative:
Concomitant medical products: product ID 97715, lot# serial# (B)(4),implanted: (B)(6) 2020, product type implantable neurostimulator . If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that patient had a revision done on their device for their "central nervous system". Pt was unable to confirm a date. Due to the nature of the caller, ps was unable to collect details relating to the revision.